Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their personal therapy manager (ptm) and implantable drug infusion device. The drug being delivered was fentanyl, and the concentration and dose was unknown. The reason for use was non-malignant pain and other failed back surgery syndrome. It was reported the patient was having problems with the pump being placed in the back so they went back in and put another pump in the stomach. The patient thought they put the wrong type of pump since it was sticking out so much. The patient did not have date of this. It was also mentioned since they increased her medications in the pump she can only take bolus at night because medicine puts her to bed. The ¿new change in med makes patient tired.¿ this increase occurred ¿two to three months ago¿ prior to the call date of (B)(6) 2018. The patient was redirected to follow up with the healthcare professional (hcp). There were no further complications reported/anticipated. Refer to related (B)(4) (8428 code on ptm) and (B)(4) (wires twisted) for omitted information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated it was unknown issue and not reported to their clinic; therefore, further information surrounding the event was also unknown. It was noted they has sent a referral for a new pump replacement but did not know if it had been performed to date yet. The patient¿s weight at the time of the event was also unknown. There were no further complications reported/anticipated.